Event description:
Literature was reviewed regarding: "pipeline embolization device placement under local versus general anesthesia: a propensity score ¿matched study." The objective is to compare clinical outcomes and hospital costs between general anesthesia (ga) and local anesthesia (la) procedures in patients who underwent pipeline embolization device (ped) placement for the treatment of intracranial aneurysms. The time frame of this study was: june 2022 to march 2023. Multiple manufacturer¿s devices were used in the study population.: the document does not indicate the use of devices from multiple manufacturers. It primarily discusses the pipeline embolization device (ped) from medtronic. The following medtronic devices were used: the pipeline embolization device (ped) and the marksman or phenom 27 microcatheters used for delivering the ped. Deaths: no deaths occurred in the study population. Among patient adverse events included:       ped deployment was successful on the first attempt in 217 (97.3%) cases. Four cases required balloon assistance and 2 required adjustment.       In the ga group, 13 patients experienced a complication within 30 days of the procedure: ischemic stroke in 8, subarachnoid hemorrhage in 2, and worsening mass effect in 3 patients.       In the la group, 4 patients experienced an early complication: 1 had a minor ischemic stroke, 1 developed a subarachnoid hemorrhage, 1 developed a distal intraparenchymal hemorrhage, and 1 patient experienced a mass effect. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID nv unk pipeline (unknown); product type: ; implant date n/a; explant date n/a product ID nv unk pipeline (unknown); product type: ; implant date n/a; explant date n/a product ID (unknown); product type: ; implant date ; explant date g2: citation: authors: zhang, l., wang, c., wu, x., wu, x., zhang, y., liu, j., jia, b., zhu, h., miao, z., chen, f., wang, y., jiao, q., zhang, y., <(>&<)> lv, m.. Pipeline embolization device placement under local versus general anesthesia: a propensity score¿matched study. Journal of neurosurgery 142(1):138-144 2024. Doi:10.3171/2024.4.jns232760. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.